Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal portion of the lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the lead was returned with dried blood and tissue on the lobes which prevents the lobes from deploying and un-deploying. It was also noted that there was blood/body fluid on the outer tubing overlay, there was a white substance on the tip electrode, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient was experiencing an infection and e. Coli sepsis. It was also reported that there was "vegetation" on the implantable cardioverter defibrillator lead. The right atrial lead, right ventricular lead, left ventricular lead, and device were explanted. During the removal of the left ventricular lead, it was reported that it was difficult to remove the lead and only one lobe was able to be deployed. The system was explanted successfully. No further patient complications have been reported as a result of this event.